Event description:
It was reported that the right atrial (ra) lead dislodged. The lead was explanted and replaced. During the replacement procedure there was placement difficulty regarding the new lead. The new lead was replaced with a third lead which was placed without difficulty. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in pieces and analyzed, and no anomalies were found. (B)(4).